Event description:
Two years and four months after the primary surgery, the patient presented with pain related to hyperextension, the cause of which is unknown. The surgeon revised the femoral, tibial, and insert components from gmk-sphere to gmk-revision. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17 october 2025. Gmk-sphere 02.12.0024l gmk-sphere femoral component cemented - 4+l (k140826) lot. 2236461: (B)(4) items manufactured and released on 22 nov 2022. Expiration date: 06 nov 2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0411fl gmk-sphere tibial insert - flex s4l - 11 mm (k140826) lot. 2241291: (B)(4) items manufactured and released on 03 jan 2023. Expiration date: 29 nov 2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold, with no similar reported event during the period of review. Gmk-sphere 02.12.t3i4l gmk-sphere tibial component cemented t3i4l (k121416) lot. 2248752: (B)(4) items manufactured and released on 27apr 2023. Expiration date: 09 april 2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold, with no similar reported event during the period of review. Root cause: the surgeon revised the components due to knee instability, which caused hyperextension. There is no indication that any potential issue with the device may have caused or contributed to the event.